Event description:
Fall of 2011 - developed a sore on my nose that would not heal; (B)(6) 2012 had a swollen lymph node in my right armpit that lasted for 48 hours then went away, felt flu-like as well. Since (B)(6) 2012, I've had 3 occurrences of swollen armpits and swollen breasts, with the following symptoms: (illness dates: 2nd week of (B)(6) weekend, 1st week of (B)(6)(every 6 - 8 week pattern like clock work) antibiotic treatment was provided (pill in (B)(6); IV drip once / day for the (B)(6), and (B)(6) illnesses) each occurrence involved 3 - 4 days of fluid like body pain, severe joint pain, neck stiffness's, fatigue, uncontrollable chills / teeth chattering, sore skin, headaches, etc. No congestion of any kind in my lungs; then around day 3-4, one of my breasts swelled up to a large size with great pain in my lymphs / armpits etc. No redness to the view or heat to the touch. I had a mammogram and ultrasound work ups. I had an MRI as well. The radiologists could not conclude on the results from the mammogram and ultrasound - they thought it was an implant rupture. The MRI results supported that I had developed seroma, 2 occurrences involved my left breast and one involved my right breast - never both at the same time. The diagnosis was a seroma on the left breast. My plastic surgeon was not concerned enough to expedite MRI and fluid removal / analysis. By the time the MRI results came back, and the aspiration was scheduled, the seroma had shrunken and the treating specialist who was going to remove the sample fluid did not recommended proceeding due to risk. She felt that the syringe may cause problems with the implant. So a sample was never collected and analyzed. To my knowledge the plastic surgeon did not report to any medical watch system such as this one. The bloodwork that I've had done at the hosp and by my physician at the lab all came back ok, nothing wrong in terms of obvious disease, etc. My plastic surgeon emphatically stated that the there is no connection between my flu like symptoms and the onset of the seromas. My seroma occurred 6 years after implantation of the allergan (inamed) textured cohesive gel implants at 435 g each. Cml-435 (I have sn and lot numbers as well). I find it very hard to believe that these concurrent symptoms (flu / seroma) are coincidental after 3 identical incidents. I've also seen an infectious diseases specialist, who says that he doesn't believe I have any disease recognizable by the blood work or symptoms. However, he really their feels that the inflammatory state of my body and onset of the flu like symptoms are more likely related to the implant situation. Since 2012, I have been ill very often with painful skin (burning), flu-like symptoms and actual colds and flus, despite being athletic and taking very good care of myself. Nothing has ever turned up in my blood work all the way along to suggest why. My plastic surgeon retired, and I saw another plastic surgeon for consultation back in (B)(6) 2012. At that time, she just advised that I could have the implants removed, but without a sample from the seroma, we could not confirm or rule out a future lymphoma onset at that time. Now with this news release, I'm terrified. Note: I included the implant details for the left implant. There was no field to allow me to enter the right implant details. Sn (B)(4) / lot 1190113. Various lab work, dates and treatments. FDA safety report ID# (B)(4).